Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water could not be injected to the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter. Second photo sample zooms in on end of catheter with deflated balloon. Third photo shows the zoom in portion of the inflation valve, drainage funnel and the sample port connector. Fourth photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley. Visual inspection of the sample noted no physical observations noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1perventage aq methylene blue per 100ml distilled water) and no inflation issues noted. With the (in-house) syringe attach the catheter was able to passively drain 10ml of mbs within 5 minutes. No root cause could be found because the reported event was unconfirmed. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water could not be injected to the foley catheter.